Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the lead was severely kinked with all wires broken approx 17.5 cm from the stimulation end. Therefore, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B)(6) 2009. It was reported that he lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Upon surgical intervention, it was discovered that the patient's lead was fractured. The device was replaced, and effective stimulation was recaptured as a result. No further complications were reported.